Event description:
It was reported the patient had a loss of therapeutic effect and the patient stated their ¿brain is telling me before it¿s too late to go, and I am having leakage and going too much.¿ it was noted the patient started keeping track of their symptoms about a week prior to report but their husband thought it had been going on for a while. It was stated this happened quite often and "its steadily declining" but the patient stated they did currently feel the same stimulation sensation that they has been feeling in the past and described it as "when it¿s on I can feel almost tingling in my right leg down into my foot, it¿s a constant thing and it¿s in the back of my legs behind my knee into my foot.¿ it was noted the patient¿s medication had been increased and it didn¿t really help a lot. Reportedly, the patient had no falls or trauma, and had already tried switching and trying all four programs. It was noted the patient just started running in the past few months, but wasn¿t exercising excessively. It was also noted the patient lost about 85 pounds in the past few months. Additional information from the healthcare provider stated the cause of the event was the patient¿s battery was ¿dead¿ and the patient lost a significant amount of weight. It was also stated the event was attributed to the patient¿s lead. It was reported the patient was going to be scheduled for a battery replacement surgery due to battery depletion and to have their lead placement checked. It was later reported the patient still had concerns with their device or therapy but were working with their doctor or manufacturer representative and had an appointment on (B)(6) 2013 with a follow-up appointment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v417276, implanted: (B)(6) 2010, product type: lead; product ID 3889-28, lot# v417276, implanted: (B)(6) 2010, product type: lead. (B)(4).